Event description:
It was reported by the o.r. Nurse that during the nephrectomy, the device was stuck on the renal vein. She stated this was the second firing of the case. The device fired and stapled and then the jaws would not open. This is the only information known. Additional follow-up: a second surgeon, had to be called in to assist with the removal of the device. The procedure was prolonged by one hour. A competitor's device was used above to cut the tissue. On what tissue type was the device used? At what location on the tissue? Renal vein. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.